Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's display was broken. The customer¿s blood glucose was unknown. The device will be returned for the analysis.